Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was reported to be due to ¿poor environment in fluid changing room¿ further described as dirty and dusty (no further details provided). The pt was hospitalized the same day as onset. On an unreported date, the pt was treated with cefazolin and fortam (1 g, frequency not reported) ip (intraperitoneally) for the peritonitis. At the time of this report, the patient was still in hospital. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.